Manufacturer narrative:
No patient involvement. A medtronic field service engineer visited the site and tested the system. He observed errors associated with the application database. He reinstalled the application software to existing version 3.2 (bi 500 00174 rev2) and updated the user manual on system. He confirmed successful image transfer to the interfacing stealthstation. O-arm system found to be fully functional during all testing. A software investigation was completed. This issue was added to a software anomaly for trending and monitoring.

Event description:
A site representative reported that the o-arm system would not boot up. No patient was present or impacted.